Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709, lot# j0056631r, implanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that on the day of report the patient went in for a refill. The patient did not recall if this was their first refill or if they had one in (B)(6). It was noted that they pulled out "100cc" of fluid from around the pump and the pump had flipped so they did not refill the patient. It was later noted by the physician that it was unknown if the pump flipped and the cause was unknown. The pump was loose, kept getting hit on things. The patient was wearing a lumbar corset. The cause of the fluid was unknown. The patient did complain of "hitting pump on things." The healthcare provider said they were going to suture the pump down now. The physician noted that the scar tissue was going to form and anchor the pump, but that did not happen. It was noted that suture was used to anchor the pump to the underlying fascia into the subcutaneous pocket during implant. The patient also reported that the nurse said that the body can produce the clear fluid in the pocket but the body would reabsorb it. It was noted that the patient wanted more information about the success rate of going back in and suturing the pump. The patient loved the pump. They just wanted information about the fluid and if it had happened before because, they don¿t want the patient to "die 5 years down the road because, his body is rejecting it." Caller (friend/family) stated that the hcp said, he had never seen anything like this with the fluid around the pump. Caller stated they would continue talking to the hcp about the event. The patient was scheduled for pump revision on 2015 (B)(6). Culture on the fluid removed "c+s (culture and sensitivity), negative for culture." As of 2015 (B)(6), the positioning of the device had not been corrected, the patient had not recovered, symptoms/issue was ongoing. In surgery on 2015 (B)(6), it was discovered that there was pump movement in the pocket. The pump was flipped. The positioning was corrected successfully on 2015 (B)(6). It was repositioned and new "dacron cuff applied and sutured in place." The port was facing umbilicus. As of 2015 (B)(6), the patient recovered without permanent impairment. The pump system was delivering dilaudid and marcaine.